Event description:
Per the clinic, the patient developed inflammation and swelling at the implant site. The patient was injected at the implant site with steroidal medication on (B)(6), 2013.the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(6).the implanted device remains. This report is filed on january 24, 2014.